Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Electrode belt sn (B)(4) has not been returned for investigation. Based on the available download information, there is no indication of an electrode belt malfunction.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2015 while wearing the lifevest. The patient was home alone at the time of the event. The lifevest delivered a treatment at 20:13:33. The patient's rhythm at the time of the treatment was an idioventricular rhythm (35 bpm). The patient's rhythm after the treatment was asystole. Oversensing of small cardiac signal contributed to the false detection. The response buttons were not used during the event. The patient was found unresponsive after the treatment and subsequently passed away. The electrode belt was disconnected at 20:28:29. Post-shock asystole is a known potential outcome of defibrillation.